Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Initial reporter name and address: this complaint was received as litigation from a legal source in australia. The implant surgeon is: dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a vaginal repair + obtryx insertion procedure performed on (B)(6) 2016 to treat menorrhagia and stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.